Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Pump error and pump error limits were in specification, however the power management graph indicated connector resistance issue (j6) due to connector resistance issue (j6). Unexpected replace battery alerts were present in the pump history file due to connector resistance issue (j6). Connector for j6 on pcba 1 was properly connected during visual inspection. The j6 connector was disconnected and reconnected then monitored for 3 days with the unit functioning properly during testing as shown in the power management graph. Unit received with scratched casing, minor scratches on lcd window, missing display window cover, pillowing keypad overlay, slightly stained keypad overlay buttons, cracked case on battery tube area and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer had a recurring power error detected alarm. Blood glucose was 162 mg/dl at the time of incident. It was reported that power error detected alarm recurs after the 4 hour insulin pump rest. Advised that the insulin pump is being replaced and is expected to return for analysis.